Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: no image was displayed on the screen after operating a few minutes. It was identified that the power supply and the printed circuit board (g1) were both found defective as well as in fact causing that malfunction. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor was unable to be turned on. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a power supply failure and printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The device was used on animals. No human patients were involved.